Manufacturer narrative:
Event occurred on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced second episode of peritonitis. The cause of peritonitis was reported to be due to too low protein. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with saline infusion (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.